Manufacturer narrative:
Additional information: three opened trocar cannula/hub assemblies were received for the report of leaking valves. The returned samples were visually inspected. Sample #2 was found to be conforming. Sample #1 was found to be nonconforming for a cut in the septum. Sample #3 was found to be nonconforming for a slit that did not close (hole remained open). No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocar valves were leaking during a vitreoretinal left eye surgery. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample was requested for this case. Upon follow up it was informed that there no other information available.